Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the personal diabetes manager (pdm) gave him two uncommanded boluses. One was for .5 units and the other for 7.4 units. He was able to stop the 2nd bolus from completing with 2 units still left on board. The patient states they are both visible under the controllers history. He states at the time, he was working outside and his controller was in his pants pocket. No injury occurred during the event. Target glucose: 110-120 mg/dl. Correction factor: 60 mg/dl. Ic ratio: 14 grams of carbs. Duration of insulin action: 4 hours.

Manufacturer narrative:
In the case description, the user states the device gave two unprogrammed boluses, one for 0.5 units and another for 7.4 units. The device was in the user's pocket at the time of the boluses. The device was not received for investigation. The log files of the reported device were uploaded to the cloud by the user. Inspection of the device audit files show that the device delivered both boluses reported by the customer on the date of occurrence, one for 0.5 units and another for 7.4 units. The log files from the date of occurrence were unavailable due to continued use of the device, causing the old log files to be overwritten. It could not be determined if the user programmed theses boluses or if the device programmed the boluses due to the log files being unavailable. The rest of the log file data shows no evidence of any unprogrammed boluses occurring. The exact cause of the reported event could not be determined.